Event description:
An electrosurgical generator model icc 200 e/a was used in a routine colonoscopsy to treat an arteriovenous malformation (avm). The setting was 50 watts. The dr was/is very experienced with the system and argon plasma coagulation. Upon activation an intense beam perforated the colon wall (note: the physician did not believe that the probe was touching the mucosal). The pt underwent surgery and is fine.